Manufacturer narrative:
The reported event, the device is missing the rubber gasket, was confirmed. The cover seal can break or degrade due to fatigue or improper sterilization including exposure to high ph cleaners, exposure to cleaning solvents, or from the autoclave. Device was placed in parts retention.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the rubber seal is missing form the lid of the housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.